Manufacturer narrative:
Visual inspection of the driver confirmed the customer-reported issue. The driver device history record and system checkout form indicated that the driver was functional upon arrival at the hospital and the damage did not occur during shipping. It cannot be conclusively determined what caused the key to break in the key switch while at the hospital. Syncardia has a corrective and preventive action (CAPA) to address the potential for companion 2 keys to break. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5103 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the key broke inside the key slot. Hospital staff attempted to retrieve the broken key from the slot, but were unsuccessful.